Event description:
The customer reported obtaining elevated glucose results for a quality control fluid. Troubleshooting determined that this event is consistent with a malfunction that may cause false pt results to be reported. There was no report of pt harm as a result of this event.